Event description:
It was reported that patient experienced leakage at site on (b)(4) 2024.

Manufacturer narrative:
Uno medical hereby submits this Initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA Action Plan, which incorporates QP-IC-2026-0020 (IC Retrospective Complaint Review) and QP-IC-2026-0024 (IC Retrospective MDR Review). This submission includes a retrospective reassessment of previously evaluated complaints. Uno medical is providing this supplemental information in accordance with the reporting requirements set forth in 21 CFR Part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged.Initial 1 of 2.E1: (b)(6). Name: Medtronic Mini medCountry: United States of AmericaStreet: 18000 Devonshire StreetCity: NorthridgeState, Province or Territory: CAPost office or Zip Code: 91325. Complaint Investigation Results:Electronic quality management system eQMS search: A query was run in the eQMS on 15/JUL/2026 against Lot Number 6002744 and Similar Malfunction Codes Leakage from infusion site (cannula base part/cannula) (specific cause not identified), Insertion site egress ¿ trace moisture / superficial wetness. The review confirmed that Lot 6002744 the identified failure mode is not associated with any Nonconformance reports NCRs or CAPAs of the same or similar nature. The complaint can be closed referencing the investigation as it addresses the Malfunction. Similar Complaints search ¿ Threshold NOT met or Exceeded:A query was run in the eQMS on 15/JUL/2026 against ¿Lot Number¿ criteria equal 6002744 and Similar Malfunction Codes: Leakage from infusion site (cannula base part/cannula) (specific cause not identified), Insertion site egress ¿ trace moisture / superficial wetness. The count of complaints is 1. The complaint numbers complaint (b)(4). Visual Evidence Review:No photo was provided to support visual confirmation of the reported issue. Conclusion:Unable to perform visual verification; assessment based on available documentation only. Corrective action and preventive action CAPA Determination Assessment ¿ Conclusion Summary of Complaint Investigation (No further investigation):Based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per Work instruction (Monthly TRIPS and Alerts).Based on the available information, this event is deemed to be a reportable malfunctionTo date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.